Event description:
Caller states that he obtained results of 546mg/dl and 21mg/dl within minutes on the same device. No adverse event reported and no treatment received. No valid quality controls were used. Requested return of suspect device and replacement was sent.